Event description:
It was reported by the sales rep that during a mammotome ultrasound biopsy procedure, the tip of the plastic shaft on the micromark tissue marker broke off when the radiologist attempted to insert into the mammotome probe (mhh11). A second tissue marker was used to complete the case. There was no patient consequence.